Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report three of four for the same event; see also 2184052-2016-00036-1, 00037-1 and 00039-1.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event; see also 0002184052-2016-00036, 00037 and 00039.

Event description:
The sales associate reported that during final torquing of closure tops, the "click sound" did not sound right. The surgeon could continue driving the torque handle without resistance therefore he took out the screw and closure top. The closure top was deformed and the tulip could be removed from the screw shank. The thread from the closure top was "ripped" off and lay loose inside the screw tower. This happened with 3 screws, they were all replaced as well as 2 rods and all in all 10 closure tops. The surgery was finished with everything all right on the patients left side l3-l5. On the right side only the screw in l3 and l5 was final torqued. The screw in l4 was tightened but not torqued. There was a surgical delay of approximately one and a half hours.

Manufacturer narrative:
The returned rod was evaluated and found to have scratches consistent with closure top tightening. The DHR was reviewed. There were no indications of manufacturing issues which could have contributed to this event.